Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) channel. A chest x-ray showed a possible kink in the rv lead but no obvious anomalies were observed. Boston scientific technical services (ts) provided troubleshooting recommendations. The physician has elected to continue monitoring the system. This ICD and the rv lead remain in service. No adverse patient effects were reported. Additional information was received that two 1.1 joule shocks were performed with acceptable shock impedance measurements. Fluoroscopy revealed no anomalies. The out of range limit of the shock impedances was increased and the physician will continue to monitor the system.